Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection at the incision site and was given oral antibiotics. Subsequently, the physician explanted the device. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient was recovering and there have been no reports of further complications.